Event description:
The distributor, glidewell, received a report that a patient had an allergic reaction to his / her ema device. Myerson's ema devices are used to help treat sleep apnea disorders. The patient experienced swelling and soreness of the mucosa of the lip (lateral border) and the tip of the tongue. The patient discontinued the device on (B)(6) 2021. The reaction lasted 2-3 days after the discontinuation of the device, the patient was provided a steroid cream and palliative care. He patient current status is noted as "fine. No residual symptoms". With regards to the device: prior to the delivery of the device the provider rinsed the device and "cleaned" it with a toothpaste and toothbrush and advised the patient to do the same.

Manufacturer narrative:
The following information was not provided by the customer: age or dob: patient age and date of birth. Sex: patient sex. Weight: patient weight. Ethnicity: patient ethnicity. Race: patient race. Outcomes attributed to adverse event: this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to a customer. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. Date of event: this information is unknown as it was not provided by the customer. Lot number for ematd12010 is td090120, lot number for emabn2 is bn2b093020, lot number for emabp is bpb091720, lot number for emast21bf is not available, this information was not provided by the customer. Expiry date for ematd12010 is 09/01/2023, expiry date for emabn2 is 09/30/2023, expiry date for emabp is 09/17/2023, expiry date for emast21bf is not available, this information was not provided by the customer. The age of the custom device was not provided by the customer. Other note: the incident occurred in 2021 but the initial importer and manufacturer were only made aware in (B)(6) 2022.